Event description:
The electrode extruded into the ear canal. The surgeon carried out a surgery to close off the ear canal and to re-position the electrode back into the cochlea. The user continues to use the implant and sound quality is good.

Manufacturer narrative:
Conclusion: according to the information received from the field the electrode extruded into the external ear canal. Reportedly the recipient suffered from ear infections and otitis externa, which might have contributed to the observed issue. A revision surgery was performed successfully. The device remains implanted and in use. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode extruded into the ear canal.